Event description:
Customer stated that pump ran but it didn't pump.

Manufacturer narrative:
Pump was tested for accuracy using water. Pump was delivered amount within specification (+/-5%). All alarms have been checked and worked properly. Complaint could not be confirmed.